Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international in another countyry. The finished product is further assembled, packed and sterilized by smiths medical international. The product has not yet been received for evaluation. Review of the complaint database indicates this is the only reported issue for this subassembly in the last 24 months. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.

Event description:
The reporter stated that the device leaks at the male/female luer lock connection and the male luer lock (mll) was broken off of the contrast manager on two samples. No patient injury or treatment was reported for this event.